Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight of the device is within specification, a crease flat, and red particles in the shell. Bubbles and cloudy in the gel were observed after the autoclave cycle. Based on the device analysis, the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Physician reported left side capsular contracture unknown baker grade. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported left side capsular contracture unknown baker grade. Device has been explanted.